Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had a left hip revision due to fracture of proximal femur. Stem subsided. It was removed and rest modular used for fixation.